Event description:
Additional information received indicating that the event was noted during a remote follow up. Moreover, the patient was seen in-clinic for a follow up appointment and revealed that the device could not be interrogated.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device which was only implanted over a year ago has now a low battery longevity. It was suspected that the cause of the event was due to premature battery depletion. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.